Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the information provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information. It would not be unreasonable to expect some wear after approximately 13-15 years of implantation. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address poly wear, osteolysis and a loose tibial component (left side).